Event description:
During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal li-ion battery was replaced to address the issue.